Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising threshold over a four-year time period and was reported as high. Additionally, the rv lead pacing impedance was rising for several months and was now high. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.